Event description:
During attempted vascular access with subclavian catheter, there was difficulty pulling the guide wire back. It unraveled. Procedure was aborted, requiring placement of femoral catheter for dialysis. On 9/18/95, there was placement of left catheter and right a/v fistula.